Event description:
On 2/22/2023, a vertos representative was informed by a physician that a female patient, who had the mild procedure on (B)(6) 2023, was diagnosed with a hematoma. The mild procedure was under IV mac sedation and no epidurogram was used. The procedure was performed in accordance with the IFU and physician training. The vertos representative was not present during this procedure. It was reported the patient was diagnosed with a hematoma the following day. The hematoma was at the same level as the mild procedure. The patient was admitted to the hospital and decompression (laminectomy) was performed on (B)(6) 2023. The patient was discharged following the laminectomy and is reportedly doing well.

Event description:
On (B)(6) 2023, a vertos representative was informed by a physician that a female patient he had performed a mild procedure on was diagnosed with a hematoma. The mild procedure was under IV mac sedation and no epidurogram was used. The vertos representative was not present during this procedure and details of the events as well as the date of the mild procedure are currently unknown due to the physician being on a three-week vacation after initialing reporting this event to the vertos representative.